Event description:
In an abstract titled "a comparative histopathological study of heparin coated and uncoated polytetrafluoroethylene grafts in children with congenital heart defects", it states one pt who received a heparin coated polytetrafluroethylene graft had an unplanned explantation of the device due to cyanosis.

Manufacturer narrative:
Literature citation: horer j, cleuzhou j, kasnar-samprec j et al. A comparative histopathological study of heparin coated and uncoated polytetrafluorethyle grafts in children with congenital heart defects. Presented at the 47th annual meeting of the association for european paediatric and congenital cardiology. Aepc with joint sessions with the japanese society of pediatric cardiology and cardiac surgery; may 22-25, 2013; london UK cardiology in the young 2013;23 (supplement s1):s49. A review of the manufacturing records for the device is currently in progress.